Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the pump would not power on after the patient had gone swimming with the pump. At the time of the call, the reporter informed customer support that pump felt warm to the touch after the power issue. The patient's mother confirmed there was water in pump's battery compartment when the battery was removed. At the time of troubleshooting, the reporter denied any visible damage to the pump's casing or battery cap. The reporter confirmed the battery cap was secured to the pump, but did inform customer support that the battery cap had never been replaced since they received the pump in (B)(6) 2012 as recommended in the owner's booklet. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(6) 2012: unable to investigate temperature issue due to internal moisture.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.